Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 538 mg/dl, 448 mg/dl, and 425 mg/dl. Also, customer reportedly received the following results on the aviva system within 10 minutes: 113 mg/dl and 234 mg/dl. No actions taken based on device results. Requested return of suspect device and strips, and replacement was sent.